Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. According to the operator: "after entering the donor info but before loading the disposable tubing set in the pumps, the donor was connected. After that, the operator pressed the "continue" button and the system automatically loaded the cassette; at this point, the system alarmed because the donor line clamps were closed. When the operator opened the clamps, the donor received some air through the needle. Both donor and operator noticed the situation and the donor was disconnected." The donor was then taken by the emergency services to a medical center. During transportation, the donor was conscious and oriented with a slight dyspnea and cough. Add'l info provided by the operator to our distributor: the operator is skilled (more than 100 apheresis procedures). The donor was a friend of the operator ; the operator was talking with donor and by mistake connected him earlier than the system prompted to do. The operator was aware of the mistake and both operator and donor recognize it was not a system failure but an operator one.

Manufacturer narrative:
(B)(4). Risk analysis: health hazard analysis #120a discusses the hazards associated with attaching a donor before loading the cassette. Likelihood for this event was rated "remote." In this situation, the donor received approx 135mls of air. The donor presented with slight dyspnea and cough but did not receive any medical intervention. Investigation: (B)(4) analysis was performed on this procedure. It verifies that approx 135mls of air were returned to the donor. The customer fully acknowledges that the incident was due to operator error and is not alleging a machine malfunction or deficiency. Root cause: operator error due to attaching donor prior to lowering cassette. Corrective/preventive action: operator error issues are reported on a quarterly basis to quality, sales and clinical support for targeted training where required. Air to donor failures are mitigated through product labeling. Trima v6 software added warning screens regarding having the patient connected during air evacuation and to reduce the amount of air pushed out during pump load/unload.